Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the suction apparatus separated from the real intelligence robotic drill guard. The surgeon recovered the separated suction paramus and irrigated the joint. The procedure was finished with a smith and nephew back up device without delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, rob10016, lot1342070 used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The barbed suction tube was completely detached. A functional evaluation could not be performed due to the nature of the broken weld. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of the reported problem is an incomplete weld around the perimeter of the irrigation tube. As part of our continued process improvement a review of prior escalation actions has determined that this case and associated lot/serial number is related to a corrective/preventive action, nonetheless, no containment has been required. The product user manual provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during a cori assisted tka surgery, the suction apparatus separated from the real intelligence robotic drill guard. The surgeon recovered the separated suction paramus and irrigated the joint. The procedure was finished with a smith + nephew back up device without delay. The patient was not harmed beyond the reported problem. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, the suction apparatus separated from the real intelligence robotic drill guard and fell outside the patient. The surgeon recovered the separated suction paramus that fell in the drapes. The joint was irrigated and suctioned. The procedure was finished with a smith and nephew back up device without delay. The patient was not harmed beyond the reported problem.